Event description:
It was reported that the customer inquired how to send the reservoir back with insulin still in the vial. Advised customer that it was fine to the reservoir back as is. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime/force sensor system test or excessive no delivery due to motor error alarms. Unit received with minor scratched lcd window. The motor was tested outside the device and passed.